Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the expressew iii autocapture + suture passer was unsuccessful in retrieving the suture after it was passed through the tissue. According to the report, the suture would slide out of the auto-capture plate as it was removed from the working area. During in-house engineering evaluation, it was determined that the upper jaw was bent and loose; and therefore, the jaw could not be closed completely. Another like device was used to complete the procedure with a delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary : the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found the device came in used condition as expected. The upper jaw was found bent and loose, therefore, the jaw cannot be close completely. The functional test was not performed due to the jaw condition. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to an excessive force was applied to the device's jaw, a fall in a hard surface, etc. Since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to damages on the jaw, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review :manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.